Event description:
Pt presented with malfunctioning infusaport. Infusaport removed. Infusaport tubing was not in one piece. Had become separated at an unk time. Pt had to be taken to radiology to have the tubing removed. Dates of use: 2006 - 2009. Diagnosis or reason for use: IV access.